Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 17 oct 2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2017 with the following findings: review of the black box data revealed evidence of unexplained power on reset events following replace battery alarm (128) dated (B)(6) 2017. The returned battery cap was intact, without damage and determined to measure within the required specifications. On investigation, the pump powered on normally with the returned battery cap in place on the pump. Investigation did not duplicate the alleged ¿no power¿ issue as evidenced by functioning audio tone and display screen. There was no evidence of moisture inside the battery compartment; however, moisture is present inside the pump on the power printed circuit board. Unrelated to the original complaint, all keypad buttons were unresponsive when tested. (B)(4).